Event description:
The customer received questionable calcium results on their c501 analyzer. The customer provided data for three samples, of which one was discrepant and reported outside the laboratory. The patient's initial calcium result was 12.4 mg/dl. The sample was repeated on another cobas 6000, serial number (B)(4), and the result was 8.8 mg/dl. The customer contacted the doctor on call and informed him of the erroneous result. The patient received no treatment as a result of the high calcium result. There were no adverse events. The calcium reagent lot number was 65132201 and the expiration date was 04/30/2012. The field service representative (fsr) found that the gear pump pressure was too high. He adjusted the gear pump pressure. The customer performed calibration and quality control which passed to the customer's specification. The fsr performed a precision study with result within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.